Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed on in 2005. No pt injury or medical intervention was assoicated with this incident.